Manufacturer narrative:
Follow-up # 1 ¿ (01/30/2015). The patient¿s meter and test strips have been returned on 1/14/2015 and 1/26/2015, respectively, and evaluated by lifescan product analysis on 1/16/2015 and 1/26/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 7:30am on (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿173mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported exercising and one hour later developed symptoms of ¿shaky and lightheaded¿. The patient reported self-treating these symptoms with food and/or drink at 9:00am. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.